Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller was instructed to reload the same insulin cartridge, which successfully resolved the issue, allowing them to resume insulin delivery.